Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the sample was received without the original package or label identified. The complaint product sample was disinfected, as the complaint product sample was being disinfected and prepared for analysis, no leak, kink or any damage was found, the set was in the expected condition. The complaint product sample was visually inspected, during the inspection no problems were found in the product, no damage to the line, tears on the cassette nor other problems were found. The cassette set was on the expected condition. A functional test was performed on the complaint product samples with the cycler machine. During functional test no air bubbles, alarms, leaks or other issues were detected, after completing the test the cassette was removed from cycler and no moisture was found. The test was completed successfully. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The event was not confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from where the tubing lines start after ending their pd treatment. The patient reported receiving a notice: draining slowly message during all three drains of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies when ready for next treatment. Upon follow up, it was confirmed that fluid did not come in contact with the cycler. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from where the tubing lines start after ending their pd treatment. The patient reported receiving a notice: draining slowly message during all three drains of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies when ready for next treatment. Upon follow up, it was confirmed that fluid did not come in contact with the cycler. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.